Event description:
Left motor allegedly blew - patient said she did not hit or run over anything. No injury is alleged.

Manufacturer narrative:
(B)(4) retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) had been initiated for this issue. Model tdxsi-2, serial number/date (B)(4) was approximately 3 months old at the time of the incident. The owner's manual part number 1154294 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The (B)(6), female, consumer's height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Left motor allegedly blew - patient said she did not hit or run over anything. The device was returned for evaluation: visual: the motor's gearbox bottom had evidence of a foreign substance and the cable had a cut in its outer sheathing but there were no cuts in the wiring insulation or exposed wiring. Functional: the motor was run for one hour and had excessive noise. No other discrepancies were found. Complaint could not be verified.